Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and lumpy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, skin irritation and anxiety: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ any other undesirable side effects associated with injection of juvéderm® volift® with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the lips. The lips had "felt fine initially" but have "felt progressively swollen and more lumpy" over the last few days. Patient is highly anxious. Patient was treated with hyalase. Symptoms are ongoing.